Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard device #1. An additional emdr was submitted to represent the bard device #2. The patient's attorney did not make any allegations regarding the implanted bard device #3. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of unspecified bilateral bard/davol kugel hernia patches (device #1 and device #2). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #3). (B)(6): the patient had unspecified injuries. As reported, the attorney alleges a general claim regarding the bard/davol kugel hernia patches "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the kugel patch implanted to treat the patient's inguinal hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2012) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e1 (complainant name), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents kugel patch (device #1). An additional supplemental emdr was submitted to represent kugel patch (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of unspecified bilateral bard/davol kugel hernia patches (device #1 and device #2). (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #3). Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim regarding the bard/davol kugel hernia patches "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of kugel patch (device #1 & device #2). Per operative notes, ¿after reduction of hernia sac in the right groin, a small kugel patch (device #1) was placed into the preperitoneal space and tacked with sutres. A medium kugel patch (device #2) was utilized on the left side, tacked in place to the transverse abdominis aponeurosis using sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent left direct inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #3). Per operative notes, ¿the hernia sac was reduced and a bard flat mesh (device #3) was placed in the floor of the inguinal canal and sutured.¿ attorney alleges that the patient had pain and hernia recurrence.